Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (does not power up monitor) was confirmed. Upon investigation, the battery pack was unable to be recharged or power up a monitor. The cause for the failure was isolated to liquid contamination on the computer/analog (ca) board which damaged the bq2040 chip. The root cause for the contamination was unable to be positively identified but was likely due to ingress of an unk substance. No adverse event resulted from the defective battery pack.

Event description:
A zoll distributor returned battery pack sn (B)(4) to report that it would not power up a monitor.